Event description:
Pt was laying on the arjo bath guerney and was being transported to the bathroom for a bath. Two staff were transporting her a short distance when a bolt boke at the head end of the guerney on the left side of the upper - body supporting frame (bolt broke in half), causing pt's upper body to drop almost to the floor in a severe back-bend. Pt has fairly severe osteoporosis and could have broken her spine. She was taken in for x-rays; no fracture but did have muscle sprain and bruises. The bath guerney is at facility. The broken bolt was sent back to the MFR.